Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided, it is unknown how the device may have caused or contributed to the event. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. It was noted that patient's assessment was an incarcerated hernia with small bowel obstruction and this was surgically repaired. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's spouse reported the patient was hospitalized on (B)(6) 2015 for an umbilical hernia repair. A follow up was made with the pd patient's dialysis center nurse, who stated the patient was connected to the liberty cycler and dialyzing when he reported abdominal pain and discontinued treatment. The patient was brought to the emergency room and admitted on (B)(6) 2015. The pdrn stated an incarcerated hernia was discovered near the patient's catheter site. The patient's catheter was explanted and the incarcerated hernia repaired. The pdrn stated as of (B)(6) 2015 the patient is still hospitalized and will revert to in-center hemodialysis treatments upon discharge and during his recovery pending clearance of his doctor to resume peritoneal dialysis.